Event description:
The customer reported that the remote network stations (rns or remote monitoring system) are experiencing communication loss on all devices.

Manufacturer narrative:
The customer checked the network closet and everything appears to be fine. We followed up with the customer, and they stated that rns server came back up and the issue was resolved.